Event description:
One of three "blood leaks" reported by this facility with two lot numbers. All were internal leaks of the single use device. Reported leak was noted as visible blood in the dialysate and the pt was not reinfused, leading to a 250 cc blood loss. There were no reported adverse effects to the pt and no medical intervention was necessary. MDR filed due to blood loss reported. The complaint sample was discarded. All product has been used from this lot.